Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 1 syringe of juvéderm® voluma¿ xc in the chin and jawline. The patient also received 1 syringe of juvéderm® vollure¿ xc around the patient¿s mouth around 6 months ago. 3 months after the injection, the patient was presented with inflammatory nodules. The patient began dental work a month prior and by the end of that month the nodules worsened with redness and pain. The patient showed general signs of infection, aches and swelling of most of their face, including periorbital undereye where they never had filler. The patient was treated with 2 doses of ciprofloxacin, then had hip pain, so changed to doxycycline. The patient was admitted to the hospital for 2 days on IV antibiotics. The patient is doing better as far as infection and is still on antibiotic.